Event description:
It was reported that during a gastrectomy procedure, the device would not open. After a trouble-free stapling, the jaws were stuck closed on the gastric tissues. It was impossible to reopen them. The physician had to cut the gastric tissues surrounding the jaws in order to remove the device. It triggered in the same time as the removing of the staple line. A new stapling was performed, which reduced a bit the size of the gastric reservoir compared to what was originally planned, without further consequence. The patient is currently fine.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.